Manufacturer narrative:
Pump received with reservoir tube lip completely broken off. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s high blood glucose level was 313 mg/dl. The customer reported that pieces are coming off the reservoir lip area. The troubleshooting was performed. The insulin pump will be returned for analysis.